Event description:
The surgeon reported that a recent access port leak revision, had a band tubing breakage two and a half months after the previous revision. A tubing repair was performed on the band tubing. The previous access port ii, taper ii had been replaced with a rapidport ez access port, which remains implanted. Follow-up findings: in the surgeon's professional opinion, "the access port ii was not faulty but 'the old port was removed and later tested with pt blue dye, which showed a slow leak from the silicone seal, suggesting that a coring needle may have been used at some stage for an adjustment'."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The access port was explanted on (B)(6) 2011 and the only tubing pieces from the current surgery are expected to be returned. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band system access port needles. Do not use standard hypodermic needles, as these may cause leaks." "Caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only lap-band system access port needles." Device labeling addresses the following precaution to prevent damage to the port: "when adjusting band volume, once the septum is punctured, do not tilt or rock the needle, as they may cause fluid leakage or damage to the septum." "Caution: once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."